Manufacturer narrative:
The device was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The event occurred on an unknown date at the end of (B)(6) 2020. The customer reported a bug inside a primary plum set after connecting to the IV bag. No additional information was provided.